Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
The pt developed a seroma; the incision was not healing. The device was removed. A new smaller-sized ipg was placed contralaterally. The pt outcome was reported as recovered without sequelae.